Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 . The patient had inaccurate cgm values 4 days after the sensor was inserted in the arm. On (B)(6) 2024 , the patient experienced hyperglycemia and vomiting (due to an existing potassium issue due to diabetes). The cgm reading was low, and the bg reading was 27 mmol/l. They called an ambulance, and the patient was taken to the hospital. There she was treated with IV fluids and insulin. The next morning the patient was still hyperglycemic and the bg reading was 19 mmol/l. She was discharged after 2 days. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.